Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 3 similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that the expressew iii autocapture loader plate would not load the plate correctly. The sales representative reported that when they would pull back on the loader it would bend the prongs of the plate up slightly making it unusable. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales representative reported that the jaw of the customer's penetrating grasper was bent upward and no longer flush causing it to catch on tissue. The surgeon used another like device to complete the procedure. All complaint devices were discarded. The sales representative was present and confirmed the instructions on the card were followed. The sales representative confirmed that the plate did not fall off the device at any time. Please see also medwatch report 1221934-2018-52443.